Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? Arteria cystica. Was the clip fully advanced into the jaws prior to firing? No, he tried put the clip in one step on the vessel. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closed . They were open after firing. A new device was opened to finish the surgery. There were no consequences for the patient.